Manufacturer narrative:
Product ID: 8703w, lot# l34929, implanted: (B)(6) 1995, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Additional information received reported that there was no therapy problem. The pump pocket was being revised on (B)(6) 2014 because the patient lost weight. It was later reported that the patient did not have any symptoms. The discrepancies were within an acceptable range. It was reviewed with the person who fills the pump and determined more than 40 cc's were being put into the pump. Rather than wasting medication she was using all that came in the profiles vials. After evaluating she stated there was a little more than 21 cc's per vial. She was instructed not to fill with more than 40cc's in the future to prevent lock out as well. The patient has been receiving effective therapy and there was a pocket revision performed on "(B)(6) 2014" due to patient weight loss which was reported as well.

Event description:
It was reported that healthcare provider wanted to replace the pump and catheter because the patient told them at the last refill ((B)(6) 2014) that they had a volume discrepancy. The expected volume was 0ml but the actual volume was 3ml. It was unclear why they were expecting 0ml. It was unknown if the patient missed their refill. It was unknown if the pump was alarming or when it began. The patient claimed they were not getting adequate pain relief, the onset and duration of that was unknown. It was reported that the patient had a refill for next week. It was also reported that there had been a 6ml volume discrepancy with the patient in the past but it was mentioned in passing with unknown details. The healthcare provider sent the patient to a refill center and the manufacture representative reported that they need additional training. The manufacture representative would be performing an in-service for them in the future. The pump system was delivering bupivacaine and morphine. (No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information).